Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator does not have the efficient amount of power that it normally does. The issue occurred during an unspecified procedure. There were no reports of patient harm.